Event description:
Additional information was received that; inappropriate automatic mode switch was observed on the ra lead. X- ray imaging was performed; no anomalies were detected. The noise was reproducible in clinic.

Event description:
Additional information was received that x-ray imaging was performed; no anomalies were noted.

Event description:
It was reported that, noise was observed on the right atrial (ra) lead. Ra led insulation damage was suspected but this was not confirmed. The ra lead was explanted and replaced to resolve this event. The patient was stable.